Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The instrument generated diluent comparison errors at the time of the leak. The volume of the leak was approximately 6 ml and was not contained within the instrument. The instrument operator was wearing glasses and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated. Patient treatment was not impacted in connection with this event. The customer stated that tubing through pinch valve pv14 had become disconnected from the fitting. The customer replaced the tubing and the leak was resolved, but the instrument continued to generate diluent comparison errors during start up.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the rear blood detectors were not working. The rear blood detectors were replaced and the instrument ran without errors. (B)(4).